Event description:
On (B)(6) 2009, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that the pt's proximal neck angle measured greater than 60 degrees. On (B)(6) 2011, a follow-up computed tomography angiography showed that the trunk-ipsilateral leg component had migrated distally less than 5 mm from two aortic extender components. It was reported there was minimal aneurysm growth (amount unk). On (B)(6) 2011, an intervention occurred to treat the migration. Three additional aortic extender components were implanted to bridge the trunk and previously implanted aortic extender components. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.